Event description:
It was reported that customer experienced a continuous glucose monitor error during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed error did not recur, and was instructed to wait before starting new sensor session, which customer understood and acknowledged.